Manufacturer narrative:
(B)(4). The product involved in the report is not being returned for evaluation, and a review of the device history record is not possible as no lot number was provided. The incident investigation was performed based on the information reported and a sample photo provided by the customer. Review of the photo confirmed that the tubing separated from the adapter. Review of the manufacturing process verified there are inspection activities to identify nonconformities of device components in the validated manufacturing process, and there have been no documented failures in the specific processes involved in attachment of tubing to the adapter on the valve body. Review of complaints identified no negative trends, and active monitoring and trending of all complaints remain ongoing. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
An incident was reported regarding subglottic suctioning. The respiratory therapist noticed the step adapter connected to suction tubing cracked and the suction continues to work but you have to push and hold the connector while suctioning. The gray portion on the tube cracked laterally and the inner suction tube disconnected as a result. The patient was reintubated due to an inability to use the tube. The procedure to extubate and reintubate the patient occurred without issue. No additional information was provided.